Event description:
It was reported during use on a patient, the cardiosave intra-aortic balloon pump (iabp) electrocardiogram (EKG) port does not work. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse verified that the EKG was functioning properly using a patient simulator and minisim patient simulator. All performance and function tests were ran and passed.